Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain. It was reported the pump reservoir was empty while out of state and the pump was refilled with saline. The event status was listed as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.